Manufacturer narrative:
Troubleshooting of the AED with the customer identified that both the AED battery pack was expired as of 6/30/2024. The cause of the AED reporting "replace battery pack now" was related to a lack of maintenance of the AED. Troubleshooting of the AED with the customer identified that once a new battery was installed and a manual self test run the AED functioned as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported their AED's asi is flashing red and prompting a "replace battery pack now" warning. The customer did not report this occurring during patient use.